Event description:
The customer's daughter reported via phone call that he was hospitalized on (B)(6) 2015 for a high blood glucose level of 621 mg/dl. He was working out in the yard. The customer's high blood glucose symptoms were pain and a headache. He was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.